Event description:
It was reported to philips that the system's wired footswitch was unable to trigger x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned/non-emergency cardiac chambers (congenital structural heart) procedure. The procedure was completed by resetting the wired footswitch cable connection. The philips field service engineer (fse) inspected the system onsite and found the wired footswitch was unable to trigger x-rays intermittently. Upon troubleshooting, fse identified that the footswitch was faulty. To resolve the issue, fse replaced the wired footswitch. The defective wired footswitch was returned to philips for failure analysis and found "missing anti slip. Loose bracket. Intermittent failed control1+2+3 when rotating the cable at the foot switch inlet," which concluded that failure was confirmed. After replacement of the wired foot switch, the system was returned to good working condition. The codes were updated based on the investigation outcome.